Manufacturer narrative:
The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced. Patient was scheduled for a total cardiac implantable electronic device (cied) system removal due to superior vena cava (svc) syndrome. Patient was prepped for open heart procedure in the event of a complication. A 9fr venous sheath was placed in the left femoral vein for temporary pacing due to 3rd degree heart block. The device was located in a sub-pectoral placement below the left delto-pectoral groove, as well as a two lead system placed on the right. Leads were cleared with a clearing stylet and cut to place the ez locking stylet to the tip of the lead. The physician chose to start with a 13fr sub-c tight-rail rotating dilator sheath to clear the lead on lead binding under the clavicle to the innominate vein. Once this was achieved the physician utilized a 13fr tight-rail rotating dilator sheath to remove the 6962 that was implanted in 1980. This was the most robust lead on this side with the lld ez placed to the tip of the lead. The physician was able to slowly mobilize down the lead to the superior vena cava (svc)/atrial junction when he was unable to get past a tough binding sight approximately 1cm above the atrium. It was at this time he decided to switch leads to try and debulk this area. Once the tight-rail was removed the patient's blood pressure started to slowly decrease and a pericardial effusion started to develop. Rescue interventions were implemented. Patient survived procedure and everything intended for removal was successfully removed during the intervention.